Event description:
The customer received a blood glucose reading of 201 mg/dl from her contour meter and a reading of 107 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer did not have any test strips left to return for evaluation. A replacement meter was sent to the customer.